Manufacturer narrative:
After the initial report it was learned that the patient developed a small apical aneurysm at the site of the left ventricular perforation. Per the medical team, the patient's cardiovascular system was stable and the patient's condition was improving.

Event description:
As reported by the edwards field clinical specialist, following the successful deployment of a 23mm sapien valve during a transfemoral tavr procedure, a perforation at the lateral aspect of the left ventricle (lv) was discovered, which required surgical repair. After successful sheath insertion, a shaped 0.035 amplatz extra stiff guidewire was placed in the lv apex with a pigtail catheter. The 23 mm sapien was positioned in the 60:40 position and was deployed in a 50:50 position under rapid ventricular pacing (rvp). The patient¿s blood pressure was 50/30 during rvp and recovered following valve deployment. Under echo everything looked okay so the medical team pulled the guidewire out. However, following guidewire removal the patient developed supraventricular tachycardia (svt) and her blood pressure dropped to the 80's systolic. A large effusion was noted on echo. The physician ultimately decided to open the patient¿s chest via a sternotomy to control the bleeding and to repair the perforation. The patient¿s blood pressure dropped to as low as the 40's systolic for a brief time, but rebounded to 100 systolic after the tamponade was relieved. The lv perforation was noted to be located at the lateral aspect of the apex and was fully repaired. The cell saver was used and the patient also received an additional 8 units of packed red blood cells (prbc). The patient was not placed on cardiopulmonary bypass and was discharged to the intensive care unit, intubated and in a stable condition. The patient was extubated early the next morning and moved to the telemetry floor the following day. The guidewire position was not lost at any time during the tavr procedure. There was no resistance between the delivery system and the guidewire. Nothing abnormal was noticed about the delivery system prior to use. The patient¿s left ventricle was noted to be small and hypertrophic. Per the medical team, the extra stiff guidewire may have caused the lv tear during rvp.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the lv perforation may have been caused by the extra stiff guidewire during rvp. In addition, the patient¿s lv was noted to be small and hypertrophic, which increased this patient¿s risk of developing an lv perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.